Event description:
Revision surgery - the pt has undergone multiple surgeries on this shoulder. The last surgery required the use of 44 +8 glenosphere. Recently, the morse taper disengaged and a revision was required to fix it. The shell, insert and glenosphere were removed and a new 44 +8 shell with a standard liner and +4 shell was implanted.